Manufacturer narrative:
The surgeon called the company rep to assist with troubleshooting the event of no irrigation during vitrectomy mode. The company sales rep explained to the surgeon this is a technical issue related to the system. The company sales rep walked the surgeon through the procedure and how to prevent this issue from occurring again. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The customer's consumable complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history records (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report, functional testing could not be conducted. The root cause is that under specific sequences/circumstances with the vitrectomy setup screen, the footswitch fluidics functionality can be disabled, including irrigation, vacuum, and aspiration during the anterior vitrectomy procedure (no other procedural steps are affected). An internal investigation has been opened to address reports of no irrigation/aspiration during anterior vitrectomy. (B)(4).

Event description:
A surgeon reported that during a cataract with planned anterior vitrectomy procedure, in "cut I/a" (irrigation/aspiration) mode, they did not have irrigation although suction worked. As soon as they changed to another mode, the outer worked correctly. It was noted that during priming, the function had been correct. There was no harm to the pt.